Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 valve, implanted in the aortic position, underwent a valve-in-valve procedure due to degeneration after an implant duration of 6 years and 7 months. As reported, the patient was symptomatic with heart failure. Mean/peak gradients were 20-35mmhg. The patient also had decreasing ef in setting of mixed moderate intravalvular aortic regurgitation and bioprosthetic valve stenosis. The valve-in-valve transcatheter aortic valve replacement was successfully performed with a 23mm sapien 3 ultra resilia valve. The patient's final outcome was noted to be stable.